Event description:
Event description guidant received information that this lead displayed low amplitude r-wave measurements shortly after being implanted in the right ventricular outflow tract. During the repositioning procedure, the active fixation lead was unable to be disengaged from the myocardial tissue. The proximal end of the lead was cut to allow a sheath to be advanced over the lead body to the fixation site at the distal end of the lead. With constant pressure on the sheath and counter clockwise torque on the lead, the lead was still unable to be removed from the tissue. The sheath was removed from the patient's vasculature. With additional effort, the helix was eventually disengaged from the myocardial tissue using constant pressure and torque. The distal end of the lead was explanted and a competitor's model was successfully placed. Both lead segments were returned to guidant for analysis.